Event description:
In 2006, a physician attempted an arteriotomy closure with the perclose at device after an interventional procedure. The doctor found the knot was very tight and could not push the device into the right position. It was reported there was continuous femoral bleeding. The physician removed the device and hemostasis was achieved by manual compression. It was reported there was no patient injury.

Manufacturer narrative:
Upon investigation, the device was found to have a posterior foot break. There was insufficient information to determine how or when the posterior foot broke off from the foot assembly. Review of the device history record for this lot did not produce any findings relevant to this report. Investigation is ongoing.